Event description:
It was reported that the patient experienced a hypoglycemia event with a lowest cgm reading of 39 mg/dl, treated with oral carbohydrates including soda and a toaster pastry, using a libre 3 plus cgm, with the glucose trending up after treatment; the reason for the low was unknown. Symptoms included hypoglycemia with shaking/tremors and diaphoresis. Outcomes included classification as a serious injury/illness/impairment and an unexpected medical intervention in the form of medication (oral glucose) required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.